Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, the line was tested and once on pump the pressure escalated to over 500 mmhg, exceeding the normal range of 200¿270 mmhg. As a result, the surgical procedure was temporarily halted to investigate the cause. The patient had already been cannulated, and the delay lasted approximately 15 minutes. The procedure proceeded with high pressure. The use of the device was unspecified. There was no adverse patient effect associated with this event.